Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified yes: the initial reporter also notified the FDA on january, 2018 via medwatch (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while placing an IV in a patient¿s arm using proper placement, the needle failed to retract on a bd nexiva¿ closed IV catheter system with dual port. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review: all challenges and inspections relating to the complaint were successfully completed and no issues were identified. Qn review: no qns relating to the complaint were initiated. Eura review: causes of the complaint have been risk assessed and are considered acceptable at occasional occurrences given the limited severity. These causes were not identified during the investigation. Sample analysis: the unit retracted successfully. The defect was not confirmed during the investigation. Investigation conclusion: the root cause was not identified during the investigation.